Manufacturer narrative:
Received one new list # 142550489 primary plumset. No visual damage or anomalies were noted. The returned sample was leak tested per product specification. There were no leaks observed. The complaint of filters leaking cannot be confirmed on the retuned product. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 2/26/2024.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Additional reporter: (B)(6).

Event description:
The event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported filters are leaking. There were two devices affected. There was unknown patient involvement and no patient harm. This captures one of two occurrences.